Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's blood glucose was unknown. It was reported that the customer was exposed to a magnetic resonance imaging machine. The customer was requesting assistance with programming the insulin pump. Advised to follow up with her healthcare provider to check if the current settings on the insulin pump needed to be changed. Assisted customer with the programming. The customer also received a check settings alarm. Explained to customer that this alarm was normal given the situation. The customer further stated that the insulin pump would not stop alarming motion sensor test failure. Nothing further reported.